Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely the power was cut off due to a failure in the power supply unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the device is wiped down with alcohol as their cleaning/disinfecting/sterilizing (cds) method. The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The third-party distributor reported on behalf of the user facility that the evis exera iii video system center switched off and did not turn back on during preparation for use in a diagnostic gastroscopy. The procedure was cancelled. There was no harm or user injury reported due to the event.